Event description:
It was reported that the patient suffered an infection following a shoulder replacement surgery. The patient underwent a revision surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the x-rays confirm the infection of the patient. This conclusion was verified by a medical expert upon review of the patient's case documentation. The opinion of the medical expert state as following: "the x-rays show a peri-prosthetic radiolucency with soft curved borders (well applicated in the axial direction) and with a defensive thin bone line around the humeral component. This finding usually corresponds with a low-grade infection. Since the infection is not aggressive, the thin white line around the humeral prosthesis shows that the bone has time to defend itself against the lytic influence of the infection. Cutibacterium acnes is a commensal skin bacterial species, notoriously know for these kinds of shoulder arthroplasty infections. So, I conclude that this is most likely a low-grade infection with a commensal skin bacterium (c. Acnes), that occurred during the index shoulder surgery with the subject device. Since no surgery is 100% sterile, this residual risk is covered in the IFU and in the rmf of the subject device". More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. (B)(4). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient suffered an infection following a shoulder replacement surgery. The patient underwent a revision surgery.